Event description:
It was reported that the system monitor displayed a blank screen intermittently while connected to a system controller.

Manufacturer narrative:
Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor's screen going intermittently blank while connected to a system controller was not confirmed. The system monitor (B)(6) was not returned for analysis, and no pictures or work orders were associated with the complaint. Good faith effort with request for missing meaningful data and/or event details was sent to vad coordinator; however, no further information was provided. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a system monitor related issue. To date, the system monitor (serial number (B)(6) is unavailable for analysis, and the complaint file will be closed accordantly. If the product is returned at a later time, the complaint will be re-opened. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on 14dec2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.